Event description:
It was reported the patient was initially experiencing dizziness and later the patient was experiencing ¿strange vibrations¿ originating at the heart and radiating to the clavicle and other areas of the body. An ambulatory monitor was performed and confirmed the patient was experiencing episodes of atrial fibrillation. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).